Manufacturer narrative:
Additional information received: it was reported the stent graft limb did not open due to resistance and that the difficulties were experienced as the external slider was rotated. The iliac artery of the patient was distorted but was not thecause of the stent not opening as the replacement device was successfully implanted. The patient was reported to have a c angle but it was not very big. The guidewire was reported to be always above the renal artery when the difficulties were experienced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68mm diameter abdominal aortic aneurysm. It was reported during the index procedure the main stent graft and one limb stent were implanted with no problems, however when the physician was implanting a second limb the stent graft failed to open. The stent graft was replaced using another limb and the procedure completed successfully. Per the physician, the cause of the event is unknown but commented that the patients iliac artery appeared distorted during the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: a kink was observed on the graft cover at the stent stop 14.4cm proximal to the taper tip. Another kink was observed 26.6cm proximal to the taper tip. A gap of 3mm (fail) was visible between the taper tip and graft cover tip; gap specification is 0.5mm. The graft cover gap was damaged indicating it may have been stubbed during advancement. The graft was successfully deployed with no issues noted. Analysis of the returned device did not determine the cause of the deployment difficulties experienced by the physician. If information is provided in the future, a supplemental report will be issued.